Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Suspected cause was due to the customer¿s time settings being wrong. During troubleshooting with tandem technical support, customer acknowledge that time settings was wrong due to user error and not attributed to issue with pump. Customer has not addressed bg at the time of troubleshooting. Customer updated their pump settings to address the event.